Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia, seizure and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that an unspecified sensor issue occurred. The sensor was inserted into the arm on (B)(6) 2024. It was reported that the cgm device did not show any readings and the patient did not recall receiving any alerts. On the day of the event the patient was brought to the hospital by her husband as she was experiencing a seizure. It was reported that the patient suffers from epilepsy. When the patient arrived at the emergency room the blood glucose reading was 29 mg/dl, the dexcom device was not showing readings at that moment. The patient got hospitalized and was treated with intravenous dextrose (20 percent, 50 percent and 10 percent) for 2 days. The patient also received treatment with potassium and b12. The first day of the hospitalization the patient was reported to be non-responsive. The patient was discharged 5 days after the event date and at the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.